Event description:
Additional information received reported the patient does not have concerns with her device or therapy. It was noted, the patient had an appointment on (B)(6) 2012.

Event description:
It was reported that on (B)(6) 2012, the patient fully charged her implantable neurostimulator and had stimulation in both legs. The next day, the patient could not feel a stimulation sensation in her left leg. No trauma, falls, or accidents were thought to have contributed to this issue. It was noted, the patient only had 1 program that was "at 4 to begin with, but she turned it down." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 serial# (B)(4), product type recharger product ID, 37743 serial# (B)(4), product type programmer, patient. (B)(4).